Manufacturer narrative:
G2: country of origin-korea d4: lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in o blique lateral lumbar interbody fusion (olif) procedure for spondylolisthesis. It was reported that there was dislocation of the head and thread of sextant screw. There were no further complications or symptoms were reported. Additional information was received from the rep that no patient complications due to the reported product malfunction. No revision surgery planned or scheduled for the removal of the malfunctioned screw. No further complications were reported/anticipated.